Event description:
Patient reported he was wearing his fullforce knee ligament bracing and the brace broke when he was playing soccer in the backyard, and he fell and states that now he's going to have an MRI to determine what the diagnosis is. Possible meniscus tear.